Event description:
It was reported to philips that the shutters were noticeable in the image, which was impacting image quality, and as a result patient had to move another room. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to additional information collected, the issue occurred during patient treatment, which was completed by moving patients to another system. A philips field service engineer (fse) identified that shutters visible in the images were affecting image quality. The fse discovered loose hardware in the detector rotation motor, corrected it, and performed a series of calibrations, including detector rotation, clea2 current, bodyguard, and force sensor calibrations, along with cleaning the rail associated with the longitudinal drive motor. Consequently, the system was restored to optimal working condition. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.